Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer biomed who confirmed the device was found during set up completely out of sound and no speaker malfunction error inop message was displayed. The rse confirmed the defective speaker and arranged for a replacement speaker assembly to be sent to the customer to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6). D4: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue multi measurement server x2 displayed a speaker malfunction error message. He device was not in use on a patient. There was no report of patient or user harm.